Event description:
Patient reported that they are having issues with their bite. Their bottom teeth hit the back of their upper teeth and they cannot bite down properly on their back teeth. Patient provided bite video, patient has posterior open bite. Advised to do a rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.